Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the novum iq docking station not being retained on the pole. This issue was described as, ¿hub snapped right off¿. There was no patient involvement. No additional information is available.